Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was less than 2/3 deployed when it dislodged due to the patient's large left ventricular outflow tract (lvot). The valve remained attached to the delivery catheter system (dcs) and was retrieved from the patient. The same valve was re-loaded onto a second delivery catheter system (dcs). The valve was implanted deep at approximately 10-12 mm below the annulus. A second transcatheter bioprosthetic valve was successfully implanted valve-in-valve. No other adverse patient effects were reported.